Manufacturer narrative:
On 16-jun-2021, it was found that the explantation date was omitted from h10 on the initial report. The relevant filed has been updated. On 17-jun-2021, mentor received additional information regarding the suspected medical device. Initially, the left-sided implant rupture was suspected. However, the left-sided device was found to be intact, and the right-sided device was founded to be ruptured upon explantation. Updated reason for device explant and/or reoperation: suspected rupture. On 23-jun-2021, mentor received additional information regarding the patient¿s symptoms, event date. The patient started to experience left-sided breast pain 3-4 months prior to the consultation held on (B)(6) 2021. Initially, the event date was reported as (B)(4) 2021. However, additional information indicated the actual event date was approximately around (B)(6) 2020. The event date was estimated as (B)(6) 2020 based on available information. Manufacturer's reference number: (B)(6) d.6.b explantation date: (B)(6) 2021

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female underwent primary breast augmentation with 700cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. The rupture was confirmed with an ultrasound. As a result, the patient is scheduled to undergo device removal on (B)(6) 2021.